Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted tones. It was reported that the right ventricular (rv) pacing impedance measurements were gradually increasing and the tones were due to high out of range pacing impedance measurements. This device, implanted with another manufacturer's rv lead, will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information as received that this device exhibited noise and oversensing of the right ventricular (rv) lead with noted intermittent capture. This device was then explanted and replaced. No additional adverse patient effects were reported.